Manufacturer narrative:
The suspect clamp was returned to the manufacturer for evaluation. Visual inspection found that the retainer ring was removed from the adjustment screw. This results in the clamp being able to tighten but not open. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the device was found in a hospital box labeled ¿damaged¿ in the sterile processing department at the facility. The box contained several used instruments. There was no further context able to be provided by the initial reporter. There was no patient present when this issue was identified.

Manufacturer narrative:
The spine clamp has been received by medtronic, however, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that there was a box full of damaged instrument. The manufacturing representative stated that some of the tips were visibly bent and the spine clamps would not engage. There was no patient present when this issue was identified.